Manufacturer narrative:
An event regarding pain, elevated cocr levels & trunnionosis involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who rejected it for medical review ¿ no confirmation of the event, need primary/operative reports, clinical past medical history, lab reports. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that patient had left hip pain, elevated levels of cocr levels and trunnionosis. The event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided medical information was submitted to a consulting clinician who rejected it for medical review, no confirmation of the event. Further information such as primary/operative reports, clinical past medical history, lab reports is needed to investigate this event further. Although the lot code was not provided, the device description of size and offset, the date of implant and reported failure mode, suggest that the device is in scope of the lot specific voluntary recall ra 2016-028 which was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that a patient had left hip pain and elevated levels of cocr levels in blood. The surgeon reported that te patient had trunnionosis. Head was revised to a 40mm universal biolox with v40 sleeve and liner revised to 40h.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had left hip pain and elevated levels of cocr levels in blood. The surgeon reported that the patient had trunnionosis. Head was revised to a 40mm universal biolox with v40 sleeve and liner revised to 40h.